Event description:
It was reported via repair work order that the fowler could not be lower due to broken fowler weldment and malfunction motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.